Event description:
It was reported that the patient has expired after implant duration of approximately 0.4 months. On 10/16/2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. It was also learned that the device was unavailable for return as it was not explanted. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that a revision surgery was performed on durom cup, due to chronic pain.